Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the instruments would register but the tracker would not spin during the case. Trackers look worn due to being hit and use of custom non-medtronic instruments. Analysis of the trackers was not available as they were not returned to manufacturer.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the surgeon felt inaccurate when he attached the trackers. The surgeon was able to continue the surgery with other instruments. The manufacturer representative confirmed that the trackers were worn inside, and it was hard to rotate instruments with the trackers. The surgery was completed with navigation and there was no impact on patient outcome.